Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted using the inline sheath through the left subclavian artery. At the end of the procedure, the perclose closure device did not seal the access site and reportedly caused bleeding complications. A covered stent was implanted. One day following the implant, the patient expired due to bleeding secondary to the closure device failure. The physician reported the delivery catheter system (dcs) was not attributed to the patient injury and subsequent death. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).